Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that during a coronary stenting procedure, the catheter/body/shaft of the stent delivery system (sds) cracked. The shaft did not break into two pieces. The product was removed successfully without any problems. Another cypher stent of the same size was used to complete the procedure successfully. There was no reported patient injury. There is no additional patient/lesion information available. No additional information is available.